Manufacturer narrative:
This type of event is addressed in the device labeling.

Event description:
Per the audiologist, the patient did not perform as well as expected with her cochlear implant system. Results of an integrity test done in 2007 were consistent with normal receiver/stimulator function with multiple electrode anomalies. Explantation/reimplantation surgery was recommended, but had not been scheduled at the time of this report.

Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B)(6) 2011; during the same surgery the patient was reimplanted with a new device. This report is filed (B)(6) 2011.

Manufacturer narrative:
(B)(4).